Event description:
It was reported that high capture threshold and high pacing impedance was observed on the right ventricular (rv) and left ventricular (lv) lead. A rv lead fracture and lv lead damage were suspected, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.